Manufacturer narrative:
H.6. Investigation summary: bdm-ps performed a batch history record¿s review (bhr), batch record has the same issue. Bdm-ps manufactured and released according to applicable procedures and specifications. The defined root causes determine why the coc document do not have the correct manufacturing date. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. The reported condition, has been confirmed as not part of the applicable specification. As a consequence, bdm-ps will not define corrective actions following the investigation of this complaint based on the implemented action and coc was corrected. First batch was (B)(4) after the implementation.

Event description:
It was reported that before use of the vystra bsa pl 646c btn 2645c 80iu there was incorrect label information.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the vystra bsa pl 646c btn 2645c 80iu there was incorrect label information.